Event description:
It was reported that the lead was dislodged due to twiddlers syndrome. The lead was explanted. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.